Event description:
The sheath split apart. The sheath separated from the hub and traveled about 2 inches up the femoral artery. The dr placed the balloon in the other leg and sent the pt to the or for a CABG. While in the or, the radiologist was able to remove the sheath with an interventional catheter. The pt had dramatically reduced leg pulses but since improved some. There is a possibility the leg will be amputated. The contact at the facility said the sheath will not be released to datascope at this time for eval. The following was reported to datascope on 12/29/97: the pt lost pulses in the right leg for 24 hrs after the event. The pt was ambulating. The pt had emergent open heart the same day and had a small stroke at sometime affecting memory. At this time the device will not be released for eval. There is a possibility that this status may change. [Event complications]: the pt's pedal pulses dropped-reported 12/1/97. [Pt's current status]: ok-rpt'd 12/1/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 1/13/98).